Event description:
It was reported that during right total knee arthroplasty procedure on (B)(6) 2010 utilizing signature guides, the distal femoral cut was off by more than 5 degrees and had to be redone with an intramedullary rod.

Manufacturer narrative:
A retrospective review of file was performed on (B)(6) 2010. During review, determination was made that details provided meet reporting requirements of a device malfunction. Date of birth: (B)(6) 1950. Supplier reviewed internal documentation and confirmed that surgeon approved plan that was used to manufacture the guides. This report file september 8, 2010.